Manufacturer narrative:
The device was received for analysis. Upon receipt, the device was visually inspected, showing no abnormalities. Next, the device was interrogated and the memory content was analyzed, revealing no anomalies. Further, the sensing functionality of the device was tested, confirming a complete loss of sensing signals. In a next step the device was opened to inspect the inner assembly and to check the functionality of the electronic module. The analysis revealed a damaged connection on the circuit board. The root cause of this damage was not determinable.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Sensing was not working. Inserted into the pocket in 3 different spots but still no sensing. No adverse patient events were reported. Should additional information be received, this file will be updated.